Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for instrument inspection. After evaluation of the instrument and instrument data, the cse performed a total service call, wet test, dry test, sample probe pressure test, and dark counts. The sample syringe diluter, air pump and sample syringe pressure transduce were replaced, however the cause for the discordant result is unknown. No conclusion can be drawn. The IFU states in the limitations section: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A negative test result does not exclude the possibility of exposure to hepatitis c virus." The instrument is performing within specifications.

Event description:
A false non-reactive advia centaur xp hcv ((B)(6)) result was obtained by the customer and the result was questioned by the physician. The customer performed repeat (B)(6) testing on the same patient sample and the results were reactive. A corrected report was issued. There was no report of patient treatment being altered or adverse health consequences due to the discordant advia centaur xp (B)(6) ((B)(6)) result.